Event description:
Gambro received a notice from a law firm alleging a personal injury claim involving a prisma machines ((B)(4)). There was no additional information provided. No additional information has been provided.

Manufacturer narrative:
The prisma machine, serial number (B)(4), was sold to fresenius medical care in (B)(6) 2003. Based on gambro technical service records, there was no request for technical assistance or service for this machine since 2011. Limited information has been provided regarding this event occurring in 2011.